Event description:
During a retroactive review of past complaints for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. On (B)(6) 2013, a (B)(6) male pt contacted zoll customer support to report that he had a rash under all of the therapy electrodes (te). During a follow up with the pt, a zoll pt service rep (psr) reported that the pt's rash was open and bleeding. The pt reported that he saw his physician who took a biopsy of the rash and gave the pt a steroid shot. The pt reported that using hydro cortisone cream has helped with the itch. The pt continued to wear the lifevest. The clinical outcome of the skin condition is unk.

Manufacturer narrative:
Electrode belt sn (B)(4) was not returned for the event investigation. Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.